Manufacturer narrative:
Investigation eval: the clip was returned to the qualified vendor for eval. The vendor reported the tip was deployed and not returned with the device. The drive wire was verified to be attached to the handle. All returned components were evaluated under magnification; no abnormalities were observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. The clip was deployed successfully into the pt and the handle was operating properly. However, without the clip, this limits our ability to conclusively determine a cause. Prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following info was provided by the cook area rep based on comments made by the user. After the polypectomy, the physician wanted to place a clip. A cook disposable hemostasis clip was advanced through the endoscope and into position. The clip was closed onto the tissue without difficulty. However, the clip would not release from the deployment device. After the physician was pulling on the catheter multiple times, the clip eventually released and remained in position on the clipping site. The physician was concerned that pulling too hard would tear the clip away from the pt. This device was used to finish the procedure. There was no harm to the pt due to this occurrence and nothing was removed. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.